Event description:
It was reported that the physician was implanting a gore helex septal occluder to close a pfo (patent foramen ovale). While gaining guidewire access across the pfo, the pt complained of chest pain. The physician then balloon sized the defect and a 30mm helex device was selected. The helex device was implanted in good position with no issues. Before the pt was moved out of the cath lab, he experienced tachycardia and shortness of breath. The pt went into cardiac tamponade on the table, so chest compressions commenced. A pericardial effusion was noted and drained. The pt was taken to surgery and a perforation of the left upper pulmonary vein was noted. The device was evaluated by the surgeon and still noted to be in good position. The device remains implanted and the pt was stable and doing well after the surgery.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specifications.